Event description:
It was reported to philips that the system would not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use when the issue occurred. The issue of the application not loading was a one-time occurrence. The user performed a restart of the system, however the issue persisted. A philips remote service engineer (rse) connected with the customer and confirmed that the system does not load the application. It was recommended to reload the software of the suite pc. A philips field service engineer (fse) inspected the system on site. Troubleshooting actions of checking the hardware and software showed that the cause of the issue was corrupt software. Analysis of the log file showed at system startup at 15:42, the x-ray pc did not start. The field service engineer (fse) reloaded the software and restored back up which returned the system to use in good working order. The codes were updated based on the investigation outcome.